Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that the pump also alarmed low reservoir. Customer did not change the infusion set after the alarm and fell asleep. Customer has contacted their doctor and was released from the hospital. No further high blood glucose troubleshooting was performed. No further assistance was necessary.

Manufacturer narrative:
The customer did express the device had alarmed but did not contribute to a reportable serious injury or to a reportable malfunction.

Event description:
It was reported via phone call the customers seatbelt was holding down a button on the insulin pump and it gave him an alarm telling him that a button was held down. The customer was explained how to clear the alarm. The customer declined to be transferred to the help line for troubleshooting. Blood glucose at the time of the event, unknown.